Event description:
It was reported via repair work order that the bed exit alarm was not audible on chaperone due to the alarm being disconnected from the scale board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.